Event description:
A pt reported experiencing "hyperglycemia" while using a one touch ultra meter. In 2001, pt was diagnosed with diabetes mellitus and tests on ot meter 4 times a day. Ten days later, pt's blood glucose was 600mg/dl on ot meter at 4:00pm. After contacting physician, pt took 20u of insulin per pt's sliding scale. At 9:00 pm, after dinner, pt's blood glucose was 59mg/dl on ot meter. At 9:30pm, pt's blood glucose was 70mg/dl on ot meter. Pt reported experiencing panic due to the high ot meter reading. No other symptoms were reported. Pt did not require any medical intervention. Pt has also reported "curling" of test strips after being used on ot meter. No further info available.